Event description:
A malfunction alarm was reported, identified as malf 0, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. As a corrective action, it was decided by technical support to replace the pump since the malfunction code was not resettable. Reportedly the customer reverted to manual injections for insulin therapy.